Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise oversensing was observed on the right atrial lead, which was suspected to have been cause by insulation damage. It was noted that the noise was reproducible. Programming modifications were performed successfully. No further information was reported.